Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse updated the surgeon side console software. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that a clinical territory associate (cta) indicated that the second surgeon side console (ssc), which was stored in a storage room, was connected to the system but it was not at the correct software level. There was no report of patient involvement.